Event description:
Caller reported the button on the pump is non-functional; exact button was not provided. No adverse event reported. No return due to customer and legal issues in (B)(6).

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(6) doesn't allow product return.